Event description:
The customer reported that the heartstart mxl has a faulty selector switch. No pt involvement was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.